Event description:
It was reported that the patient underwent a surgical procedure to reimplant this artificial urinary sphincter (aus) for unspecified reasons. All components of the existing aus were explanted and replaced with a new aus. No information about previous device is available at the moment. No information about the patient outcome is available at the moment. Additional information was received. Device stopped working. There was a leak in the connection of the tubing to the balloon. The patient experienced recurring incontinence. No adverse patient effects reported.

Manufacturer narrative:
72404130; 709950005; belt cuff fgs 4.0 cm iz. 72404127; 721090009; control pump fgs iz. 72400024; 714096007; balloon fgs 61-70 cm.

Event description:
It was reported that the patient underwent a surgical procedure to reimplant this artificial urinary sphincter (aus) for unspecified reasons. All components of the existing aus were explanted and replaced with a new aus. No information about previous device is available at the moment. No information about the patient outcome is available at the moment. Additional information was received. Device stopped working. There was a leak in the connection of the tubing to the balloon. The patient experienced recurring incontinence. No adverse patient effects reported.